Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, and the patient having recently gone through an MRI have been ruled out. However, severe force was applied to the implant as the patient experienced a fall and fractured both their wrists as well as the neurostimulator. The stimulator is used to treat pain. The cause of migration and the fractured neurostimulator is due to severe force applied to implant (patient fall, accident) as the patient experienced a fall (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported migration of the neurostimulator. Additionally, the patient reported the neurostimulator was fractured. X-rays confirmed device migration and the fractured neurostimulator. Several attempts were made to contact the patient for additional information without success. The provider will discuss options at the next visit in (B)(6) 2026. However, a specific date was not provided. No further information is available at this time.